Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had his spectra penile prosthesis removed due to erosion. The pt was reimplanted with an inflatable penile prosthesis at the same surgery.